Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. According to the assay method sheet, concentrations below the limit of detection (lod) can result in hit rates below 100 percent. The non-reactive result observed in the pool of 6 (pp6) was consistent with the expected performance of the assay for samples with concentrations at or below the lod. Internal quality control release testing for kit lot: f01295 further supported this conclusion. No further investigation was deemed necessary as the observed results aligned with the assay's known performance characteristics.

Event description:
The initial reporter alleged a result discrepancy between the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument and serology testing. On (B)(6) 2020, a plasma sample (sample ID: (B)(6), pool ID: (B)(6) was tested in a pool of 6 (pp6) using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay and generated a non-reactive result. On the same day, serology testing was performed on the architect i2000 using chemiluminescent microparticle immunoassay (cmia) and generated a positive hiv result. On (B)(6) 2020, a new sample was drawn and tested in a pool of 1 (pp1) due to the inability to re-test the original sample in pp6. The new sample (sample ID: (B)(6), pool ID: (B)(6) generated a positive hiv result with a cycle threshold (CT) value of 45. Although the growth of the curve was late, it was considered significant and within range. This positive hiv result was consistent with the positive hiv serology result.